Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using both the roche method and the biogx assay and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: " customer problem: false pos for bd cov-2 assay. Specimen was tested neg on roche molecular platform, and then tested neg again on a biogx assay. Patient was cleared. Bd cov-2 and biogx, explained that the specimen may be at the lod, customer is sending the run files for analysis max 44500301 false positive.

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0274395 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0274395 was manufactured according to specifications and met performance requirements. Customer complained about a false positive result with bd sars-cov-2 assay. Same specimen tested negative on roche molecular platform, as well as with the biogx assay. Customer provided two run files (# (B)(4)) from instrument ct1112 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. The run #3363 contains results from bd sars-cov-2 reagent for two samples and two positive controls (one for n1-n2 targets and the other for rnasep target). Run #(B)(4) contains results from the retest with the bd biogx sars-cov2 assay of the sample linked to the complaint. Manual pcr curve adjudication was conducted with data from run #(B)(4). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Results displayed an increase in fluorescence in the fam channel for the n1-n2 positive control and the sample linked to the complaint. Fluorescence increase is compatible with target detection of the n1 target (true amplification curve) although the sample displayed a weaker fluorescence signal when compared to the control, indicating lower amount of target. Fam curve of the sample associated with this complaint shows true but low amplification, without anomaly, indicative of true n1 positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Based on the data provided, bd was unable to confirm the exact cause of the customer¿s positive results. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0274395. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using both the roche method and the biogx assay and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: customer problem: false pos for bd cov-2 assay. Specimen was tested neg on roche molecular platform, and then tested neg again on a biogx assay. Patient was cleared. Bd cov-2 and biogx, explained that the specimen may be at the lod, customer is sending the run files for analysis. Max 44500301 false positive.